Event description:
(B)(6) called describing the pump as acutely not ejecting. A movie was provided. Ca reviewed the movie and agreed with the sites findings. Changes to the ikus settings (increasing systolic pressure and increasing systolic percentage) produced no improvements. The ikus was exchanged to rule out an ikus issue. A non-invasive bp was taken with results within normal limits; no hypertension or demonstrated increase in svr. A transthoracic echocardiogram was performed to determine if any obstructions or abnormalities could be seen. The study was within normal limits. The pump was exchanged to rule out a problem with the membrane. During the pump exchange, it was recommended that the arterial cannula be "flushed" to rule out obstruction. The cannula had no obstructions. During this event and the exchange, no change in patient condition or hemodynamics was observed ((B)(6)). Settings on the ikus at time of event were 220/-50/88/45%. Follow up call on (B)(6) confirmed no changes in patient status.

Manufacturer narrative:
(B)(4) (importer) is submitting the report on behalf of berlin heart (B)(4) (manufacturer). Review of the lot history for this lot and the manufacturing process, did not show any discrepancy or any problem related to manufacturing process. (B)(4).